Manufacturer narrative:
As received, a partial lead was returned in one piece for analysis. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures. Further analysis concluded that the internal shorting observed is consistent with procedural damage. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on (B)(6) 2017. The main cause of death is unknown. Additional information was requested but not available. Related manufacturer report numbers: 2938836-2017-33766 and 2938836-2017-33767.